Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) with a cascading se 2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during initial drain. The patient was connected at the time of the alarm. It was reported the patient line was filled with air bubbles. During troubleshooting, the baxter technical service representative (tsr) instructed the caregiver (cg) to cycle power until the alarms cleared. The tsr advised cg to start over with new supplies and reviewed proper procedures per the user manual. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.